Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The photograph depicts two trocars with seal damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The device was not received, only a photograph, so our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy, the obturator/trocar and the cannula was broken. As reported, when the introduction of clamps on the device was started, the valve broke. It was reported that they changed the device (trocar) to complete the case. There was no patient injury.